Event description:
In 2008- physician reports that lens is not sitting on eye well and lens stings pt's eyes. On the following month- physician's office verbally informs cvi by telephone that this pt had a corneal ulcer and that is why she cannot wear lenses for a while. No other info has been provided to date.

Manufacturer narrative:
Lens from the sale lot as actual device was examined. Lens parameters and package saline ph were all within tolerance. Initial report by physician's office in 2008 indicated a fit/comfort complaint. Based on info provided at that time, conclusion was incident did not meet the minimum criteria for a reportable serious incident. On the following month, physician's office stated verbally by phone that this pt had a corneal ulcer and that is why she cannot wear lenses for a while. On that date coopervision, inc became aware that the incident may meet the minimum criteria for a reportable serious incident. No further info has been provided by the physician's office to date. The investigation of this complaint is on-going. Any subsequent info will be reviewed, and an update to this report will be made if is applicable. This case is considered to be a possible corneal ulcer of unk origin. The cause of the event is not known and it is unk if it is related to lens wear. Treatment provided, if any, is unk. Based on info provided to date, there is no clear indication that the device could have caused or contributed to the pt's condition.